Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had optical image completely distorted. The issue was found during setting up the device before use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the final investigation. Updated fields: b5, g1, h2, h11. Corrected fields: h6, h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device."

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken and therefore the image is green. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the charged coupled device (r-unit) is broken, resulting in a green image. This issue is likely traced to the cause component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.